Manufacturer narrative:
Patient information: no specific patient information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed discrepancy between neat and diluted results on architect ivanco result for one patient. The results provided were: initial neat=>100 ug/ml /1:10=<20 ug/ml /1:2=13.91 ug/ml /repeated 1:2=11.91 ug/ml /1:3=9.43 ug/ml and 1:4=9.36 ug/ml /redraw and repeated neat=>100 ug/ml. There was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history records for architect ivancomycin reagent lot number 06320i000.. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any trends for the complaint issue. Trending review determined no adverse trend for the issue for the product. Return testing was not completed as returns were not available. A retained product analysis of reagent lot 06520i000, which is a sister-lot of the likely cause lot 06320i000, was performed across on three instruments and 18 replicates of each control. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect ivancomycin reagent lot number 06320i000 was identified.